Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/migration of essure device location of device: vaginal canal") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, esophageal reflux, cholelithiasis, ovarian cyst, suprapubic pain, esophageal reflux, cholelithiasis and epigastric pain. Concurrent conditions included vaginal discharge and breast tenderness. Concomitant products included esomeprazole magnesium (nexium) from (B)(6) to (B)(6) , esomeprazole from (B)(6) to (B)(6) , ferrous sulfate since (B)(6) and topiramate since (B)(6) . On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) , the patient experienced back pain ("lower back pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines"), headache ("headaches") and urinary tract infection ("urinary tract infection"). In (B)(6) , the patient experienced micturition urgency ("urinary urgency"). In (B)(6) , the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), cystitis ("infection (bladder/ urinary tract/vaginal)type:bladder infection"), vulvovaginal pain ("vaginal pain") and proctalgia ("rectal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),,). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal distension, back pain, vaginal haemorrhage, menorrhagia, cystitis, headache, dysmenorrhoea and micturition urgency outcome was unknown, the genital haemorrhage, nausea, dyspareunia, fatigue, urinary tract infection, vulvovaginal pain and proctalgia had resolved and the migraine was resolving. The reporter considered abdominal distension, back pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, micturition urgency, migraine, nausea, proctalgia, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: need for additional surgery. On (B)(6) 2010,(B)(6) 2017, other (please specify) - tubal ligation with removal of essure coil and hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded), failure surgical pathology report gross examination: in the posterior uterine corpus on the left side within 1.0 cm of the cornua embedded within the myometrium is a 1.0 cm in length and 0.2 cm in diameter metallic spring-like device that is grossly consistent with all assure device. The right fallopian tubs is 7.5 cm in length, 1.0 cm in diameter, with a pink-purple external surface in the fimbriated end. A paratubal cyst that measures 2.5 x 2.0 x 1.0 cm is present at the fimbriated end. The fallopian tube is serially sectioned and a 0.9 x 0.1 cm linear portion of shiny metal is present in the fallopian tube between the isthmus and the interstitial final diagnosis specimen 1. Uterus and fallopian tubes, hysterectomy bilateral salpingectomy uterine weight; uterine serosa without diagnostic abnormality; non-dysplastic cervix; secretory endometrium; adenomyosis. Essure device within left superior myometrium. Left fallopian tube: benign paratubal cyst, 2.1 cm. Right fallopian tube: essure device and benign paratubal cyst, 2.5 cm. Specimen 2. Clip from fallopian tube, side not designated, removal: metallic surgical clip (gross only). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, nausea, pelvic pain, vaginal bleeding, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/migration of essure device location of device: vaginal canal") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no: 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, esophageal reflux, cholelithiasis, ovarian cyst, suprapubic pain, esophageal reflux, cholelithiasis and epigastric pain. Concurrent conditions included vaginal discharge and breast tenderness. Concomitant products included esomeprazole magnesium (nexium) from 2011 to 2014, esomeprazole from 2011 to 2014, ferrous sulfate since 2017 and topiramate since 2013. On (B)(6) 2010, the patient had essure inserted. In january 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)". In 2010, the patient experienced back pain ("lower back pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines"), headache ("headaches") and urinary tract infection ("urinary tract infection"). In 2012, the patient experienced micturition urgency ("urinary urgency"). In 2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), cystitis ("infection (bladder/ urinary tract/vaginal)type:bladder infection"), vulvovaginal pain ("vaginal pain") and proctalgia ("rectal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal distension, back pain, vaginal haemorrhage, menorrhagia, cystitis, headache, dysmenorrhoea and micturition urgency outcome was unknown, the genital haemorrhage, nausea, dyspareunia, fatigue, urinary tract infection, vulvovaginal pain and proctalgia had resolved and the migraine was resolving. The reporter considered abdominal distension, back pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, micturition urgency, migraine, nausea, proctalgia, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: need for additional surgery. On (B)(6) 2010, on (B)(6) 2017, other (please specify) - tubal ligation with removal of essure coil and hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded), failure surgical pathology report. Gross examination: in the posterior uterine corpus on the left side within 1.0 cm of the cornua embedded within the myometrium is a 1.0 cm in length and 0.2 cm in diameter metallic spring-like device that is grossly consistent with all assure device. The right fallopian tubs is 7.5 cm in length, 1.0 cm in diameter, with a pink-purple external surface in the fimbriated end. A paratubal cyst that measures 2.5 x 2.0 x 1.0 cm is present at the fimbriated end. The fallopian tube is serially sectioned and a 0.9 x 0.1 cm linear portion of shiny metal is present in the fallopian tube between the isthmus and the interstitial. Final diagnosis: specimen 1. Uterus and fallopian tubes, hysterectomy bilateral salpingectomy. Uterine weight: uterine serosa without diagnostic abnormality. Non-dysplastic cervix. Secretory endometrium. Adenomyosis. Essure device within left superior myometrium. Left fallopian tube: benign paratubal cyst, 2.1 cm. Right fallopian tube: essure device and benign paratubal cyst, 2.5 cm. Specimen 2. Clip from fallopian tube, side not designated, removal: metallic surgical clip (gross only). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, nausea, pelvic pain, vaginal bleeding, migraines, menorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: new pfs+mr received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal)type: bladder,migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),fatigue, urinary urgency ,vaginal pain, rectal pain and abnormal bleeding were added. Outcomes of events vaginal pain, rectal pain, nausea, fatigue,dyspareunia, urinary tract infection, abnormal bleeding from unknown to recovered/resolved, outcomes of event migraines from unknown to recovering/resolving. New reporter, lot number and date of birth were added. Concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating") and back pain ("lower back pain"). The patient was treated with surgery (surgery to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, back pain and device dislocation to be related to essure. The reporter commented: need for additional surgery incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.